Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir ring had broken off. The customer¿s blood glucose level at the time of incident was 6.4 mmol/l. The pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly.